Event description:
The explanted device was received at hq for investigation. According to the device explantation report, the user was re-implanted on (B)(6) 2021 due to a device malfunction. It was then reported that a trauma was involved in this case and that the user fell on the site of the implant.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at hq for investigation. According to the device explantation report, the user was re-implanted on (B)(6) 2021 due to a device malfunction. It was then reported that a trauma was involved in this case and that the user fell on the site of the implant.